Event description:
As reported by sales rep: "drill bit broken whilst in patient." Customer report: "it was a 4.2x 340 (ref 180604260s lot k1278da) it snapped in hole 3 during a supracondylar nail. The scrub nurse has confirmed that they tested each hole on the jig with trocar and drill before putting the nail inside the patient. The surgeon didn't apply much pressure when drilling the hole either. We were unable to removed the snapped drill from the patient."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since physical evaluation revealed a broken drill. Mechanical properties of the material of the device are within specified tolerances. Thus, we exclude material faults. The drilling spiral of the drill returned is completely sheared off from the tip; broken off piece was not returned. According to the appearance of the breakage surface, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. Broken drills, with remaining parts in patient, are known from previous cases and were evaluated by a medical expert. As per further details stated "patient retains broken drill bit inside bone" excerpts from the clinical assessment of a medical expert in a similar case: ¿an intra-operative breakage of a drill is a rare but common complication and well known to an experienced user. It is caused by twisting the drill and too much bending. Breakage caused by material defect is very rare in current manufacturing technology. It is of interest whether a broken part of a drill can be left in the bone or should be retrieved; also in the case that greater harm to the bone would be done. It is well known to an expert user that a broken part of a drill which is completely embedded in the bone normally does not cause any harm. In absence of a nickel allergy, the material used for the drill does not cause any local or systemic incompatibility.[¿] therefore, no further surgical procedures in this special case are required.[¿]¿ however, it lies in the responsibility of the treating surgeon to leave or to remove the broken off part. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported by sales rep: "drill bit broken whilst in patient." Customer report: "it was a 4.2x 340 (ref 180604260s lot k1278da) it snapped in hole 3 during a supracondylar nail. The scrub nurse has confirmed that they tested each hole on the jig with trocar and drill before putting the nail inside the patient. The surgeon didn't apply much pressure when drilling the hole either. We were unable to removed the snapped drill from the patient."